Event description:
Information received by medtronic indicated that the battery was not lasting. Customer reported for low battery alerts. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). On sep 10, 2021 customer alleged pump's battery lasting less than 1 week. Pump successfully downloaded traces and history file using thus. Pump passed self test and displacement test. However, unit received with unexpected battery power loss and had high sleep and active currents. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage on the electronic assembly(pcba 1) board. Low battery alerts confirmed in the pump history on 09/08/2021 at 6:42pm and on 09/10/2021 at 7:44am. Therefore, battery change occurred in less than 1 week. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. In summary, customer allegation for pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current and active current measurements due to moisture damage on the pcba 1 board.